Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). The initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received partially deployed. Media inspection on the photo of the device provided was performed and it was observed that the stent was partially deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. It is most likely that the lesion characteristics and the patient's anatomy may have resulted in the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the main airway to treat a 3-5cm malignant stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the black deployment suture became loose before reaching the stenosis. Since the patient's anatomy was severely narrow and the stent was not positioned in the target location, the patient's blood oxygen level decreased. Subsequently, the stent was removed partially deployed on the delivery system and the patient's blood oxygen level was gradually restored. The procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's facility name (B)(6) hospital . The initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the main airway to treat a 3-5cm malignant stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the black deployment suture became loose before reaching the stenosis. Since the patient's anatomy was severely narrow and the stent was not positioned in the target location, the patient's blood oxygen level decreased. Subsequently, the stent was removed partially deployed on the delivery system and the patient's blood oxygen level was gradually restored. The procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.